Event description:
Additional information was provided regarding this event. The intended procedure was a therapeutic laparoscopic cholecystectomy. There was a 5-minute delay while the patient was under general anesthesia. The procedure was completed using a replacement device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the video function did not operate normally due to the failure of the cable, and the phenomena pointed out [e224 (scope communication error)] have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a faulty cable. In addition, the label was faded on rear cover. The rubber part on rear cover packing was chipped. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head displayed an e224 (scope communication error) code during preparation for use. There was no report of patient harm associated with this event.